Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - lens not returned. Evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. Claim #(B)(4). Lens not returned.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4)

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. The injection system was not returned. Based on the complaint history, work order search, device history record review and the evaluation of the returned product, the most likely root cause of the event is user error or poor cartridge lubricity. (B)(4).

Event description:
The reporter stated, the surgeon opened a 13.2mm micl13.2 implantable collamer lens and noted a "notch" on the lens. The lens was not used and there was no patient contact. The backup lens was used. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.